Manufacturer narrative:
H3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis identified that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to overdischarge{s}. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 37761, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) who reported they were having issues with keeping the implantable neurostimulator (ins) charged, noting therapy was shutting off by itself and the consumer was experiencing a return in symptoms. The hcp stated the patient¿s symptoms return when the patient snores and the patient was unable to function, get up, or eat. The hcp checked the ins two times in the past and the ins battery shows 50%. It was further reported the battery depleted about a month ago over a weekend for couple of days where the patient was in bed all weekend. During the call the hcp confirmed the recharger showed a battery that was half shaded (with good coupling), and the patient programmer (pp) showed the ins battery at 50%. The hcp stated the patient wasn't as alert as they used to be when the ins was turned up, the patient couldn't speak and when the ins was turned back on, the patient was like in an ¿electric chair¿ as he stiffened all over. The hcp noted they know it¿s working when the patient can function, but the patient wasn't as good with the therapy as they were a year ago. It was recommended to follow-up with the healthcare provider (hcp)/physician.